Manufacturer narrative:
Instrument a: eval summary: the analysis results for the mam3002 applier (a) found that the introducer tube was received torn at the distal end and missing and the plunger assembly was cut off. A corrective action has been initiated for the torn distal end of the introducer tube. The applier (b) was returned with the plunger assembly cut off and already deployed. The marker was inserted through a test probe and no anomalies were noted. While we were unable to re-create the event, we have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that after deploying the marker, the customer had difficulty removing the marker from the probe. The probe and marker were removed from the breast together and then the tip of the marker was cut off by the customer with scissors and the marker was then removed from the probe. No patient consequence.